Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5: reference MFR. Report: 1627487-2017-07122, reference MFR. Report: 1627487-2017-07123, reference MFR. Report: 1627487-2017-08238, reference MFR. Report: 1627487-2017-08236. For clarification, it was reported the patient experienced ineffective stimulation due to low impedances beginning once new ipg was implanted (B)(6) 2017, as confirmed by the territory associate. Reprogramming attempts were unsuccessful. The patient may be pending surgical intervention.